Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered cardiac arrest and ventricular fibrillation during impella cp support. After the impella placement, the patient started coding and a total of nine epinephrine pushes were given along with levosimendan, vasopressors, and neo drips being started. The patient was going in and out of ventricular fibrillation and was being shocked out of it, but the patient never regained a pulse with the conversion. After 45 minutes of coding and unable to achieve return of spontaneous circulation, the care team decided to call it. Care was stopped and the impella was turned off. The patient expired.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.